Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the rep is not aware if the issue has been resolved as the patient has only been on antibiotics for two days. They're assuming the patient may have an infection, hence placing her on antibiotics. Not sure about the cause other than the implant itself as she is still under the post-operative stage. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient complained of increased tenderness, warmth and hardness at battery generator site. Patient also claimed that she had been running a fever for the previous 24 hours. The staples were removed from incision and patient placed on oral antibiotics. It is unknown if the issue was resolved. No further complications were reported. No additional patient symptoms were reported.